Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: distal graft thrombus at 351 days post-procedure. On (B)(6) 2013, the patient received a ztlp-p-24-105-ci3 proximal component. Per site assessment, the completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2014 CT scan (351 days post-procedure): analysis: thrombus present within distal graft. On (B)(6) 2015 CT scan (743 days post-procedure): analysis: thrombus present within distal graft, unchanged from prior timepoint. Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.

Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Summary of investigational findings: it was not possible to conclude the exact root cause for this event. In this case concentric distal mural endograft was developed between month 1 and year 1. This could be associated with a size differential from the stent graft that expanded the aorta to 23 mm and the adjacent distal aorta that as only 19 mm. The mechanism for stent graft thrombus in blunt thoracic aortic injury (btai) patients are unknown but stent graft sizing has been proposed as a factor. In this case nothing indicates that the devices were not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: distal graft thrombus at 351 days post-procedure. On (B)(6) 2013, the patient received a ztlp-p-24-105-ci3 proximal component. Per site assessment, the completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2014 CT scan (351 days post-procedure): analysis: thrombus present within distal graft. On (B)(6) 2015 CT scan (743 days post-procedure): analysis: thrombus present within distal graft, unchanged from prior timepoint. Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.